Manufacturer narrative:
Corrected fields: d4: serial #, h5: labeled for single use. Additional fields: d4: lot #, d4: expiration date. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken probe. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat's pad peeled off during sedation for a laparoscopy liver resection. The procedure was completed with a different olympus device. There were no reports of patient harm.